Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported that the implanted lead had moved deeper and a revision would be required to correct the lead position. The lead was secured using a titanium plate and the hcp planned to loosen the screw to pull the lead up. The patient currently had an MRI-incompatible extension. No patient symptoms were reported. The diagnostics performed and the cause of the lead migration were both unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.